Event description:
Customer reportedly obtained results of 278 mg/dl, 122 mg/dl and 312 mg/dl on the advantage sys within 10 mins. Customer drank water in response to results and hyperglycemic symptoms. No adverse event reported. Requested return of suspect sys and replacement was sent.